Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract titled that balloon kyphoplasty procedures (bkp) were performed in 10 patients with pseudoarthrosis f following osteoporotic vertebral compression fracture but with no neurological symptoms due to fracture. Pseudoarthrosis was defined in the abstract as "a fractured vertebra with instability observed on lateral lumbar x-ray images in the supine, sitting, and standing positions, and over which the patient complained of knock pain during our examination." Levels treated with bkp were t12 (n=5), l1 (n=4), and l2 (n=1). The mean operative time was 29.9 minutes (range 19-50 min) and the mean injected cement volume was 3.8 ml (3.5-5.0 ml). According to the report, neither postoperative infection nor perioperative complications were observed. It was reported that "cement leakage into the inferior intervertebral disc was confirmed in one patient". No further complications were reported. The type of cement used was not specified in the abstract.